Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead had twiddler syndrome and the lead was dislodged. The field representative also could not get any sensing in ra and noted increase in threshold. In addition, the patient was experiencing diaphragmatic stimulation. Additional information indicated that the dislodgement was confirmed under fluoroscopy. Hence, the lead was repositioned and remains in service. No additional adverse patient effects were reported.